Manufacturer narrative:
Findings: pump received with blank display due to corrosion on electronics. Unable to verify low battery life due to blank display. Pump received with stained end cap sticker, minor scratched display window, broken battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 295 mg/dl. The customer stated that the device shows no sign of physical damage. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer stated that on side where the battery is on the bottom of the pump looks like it has been burn. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.